Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was high out of range pacing and shock impedance on the right ventricular (rv) channel. It was thought to be related to ablation. Technical services (ts) was consulted and reviewed the data. Upon review, ts observed that there was a single instance of out of range measurements for both pacing and shocking which coordinated with ablation. There are no concerns with lead or system integrity. The implantable cardioverter defibrillator (ICD) and rv lead remains in service and no adverse effects were reported.